Manufacturer narrative:
Concomitant: product ID 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37092, lot# 247590001, implanted: 2010-(B)(6), product type accessory, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient is experiencing intermittent stimulation. It was noted by the manufacturer representative the clinician programmer shows the implantable neurostimulator (ins) is being used 100% of the time however the patient reports periods of time when the stimulation stops. It was reported this occurs once or twice per day for approximately 5-10 minutes. It was reported the stimulation will come back on with an ¿accelerated feeling¿ that ¿kind of jolts¿ the patient. It was reported the ¿jolt¿ is where the patient normally feels the stimulation. It was reported problem began roughly one week prior to report and there was no incident, fall or trauma that initiated the problem. It was reported the ins battery voltage on the day of report was 2.915v. It was reported that the patient¿s movement does not cause a change in stimulation. It was reported the electrode impedance was performed at 1.5v and no electrodes were out of range and were between 857-1109 with the reference electrode and 857-1104 with the reference 2. It was noted the patient is programmed with 1-+, 11-, 12-, 13+ and a pulse width of 390 and a 50hz. It was noted the group impedance was 468 ohms. It was further reported the electrode impedances with reference electrode 12 were in range, 739-1000. It was reported the patient has not felt any changes in ins. It was reported that one month prior to report the patient met with their manufacturer representative for reprogramming and they were getting good coverage. Additional information received reported the patient was receiving effective therapy ¿for the most part¿. It was noted the patient was keeping a log to determine is loss of stimulation was positional.